Event description:
(B)(6), home health nurse, reported internal battery error with serial number (B)(6). Unknown expiration date. Used gravity tubing (no missed dose). Pharmacy replaced device. No adverse event occurred due to product issue. Device available for return. Gammagard indication: chronic inflammatory demyelinating polyneuritis. No further info/details or dates available.